Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller wanted to confirm if his son's insulin pump was working. The blood glucose reading at the time of the event was 312 mg/dl. Customer was complaining that his feet hurt, vomiting and ketones. Diagnosed diabetes ketoacidosis. Customer was hospitalized for two days. Nothing further reported.